Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. The blood glucose reading was unknown.

Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. Unable to perform operating currents or test for the failed battery test alarm due to the unresponsive buttons. The pump was received with minor scratches on the lcd window.